Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer has notified physio-control that they have replaced the device batteries and has observed proper device operation through functional and performance testing. The device has since been returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device would not function when powered into their ac power adapter. Additionally the device would not stay powered on without the ac power adapter connected and charged batteries installed. There was no patient use associated.